Event description:
It was reported that a spectrum pump automatically activates load point 1,2 and 3 before set is installed. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported problem "before set is installed unit automatically activates load point 1,2 & 3" was reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was a defective force sensor. The force sensor requires replacement to address the issue. Should additional relevant information become available, a supplemental report will be submitted.